Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pocket discomfort when leaning on the ipg. The patients ipg was explanted and will not be returned.